Manufacturer narrative:
The patient's bmi was reported to be 24.5. (B)(4). Literature source: doeing, diana c., mahajan, amit k., white, steven r., naureckas, edward t., krishnan, jerry a. And douglas k. Hogarth. "Safety and feasibility of bronchial thermoplasty in asthma patients with very severe fixed airflow obstruction: a case series." Journal of asthma (2012): 1-4. Web. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event detailed within the literature article "safety and feasibility of bronchial thermoplasty in asthma patients with very severe fixed airflow obstruction: a case series", in which an alair catheter was used during a bronchial thermoplasty procedure. This complaint is being reported based on the event of lower respiratory tract infection treated with antibiotics. According to the complainant, the patient underwent his third bronchial thermoplasty (bt) procedure, on (B)(6) 2010, the patient developed mild hemoptysis. A bronchoscopic inspection following the hemoptysis did not reveal a source of the bleeding and the patient did not require further intervention. On (B)(6), 2010, the patient was diagnosed with a lower respiratory tract infection. The infection was treated with azithromycin and moxifloxacin. The infection has resolved. As per the protocol, the patient received prednisone (50mg daily) for three days, prior to the day of the procedure, at the day of the procedure, and one day after the bt procedure.